Manufacturer narrative:
Concomitant therapies: vitamin e and vitamin d. Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The events of "severe allergic reaction" and "is swollen beyond belief" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device evaluation: visual analysis of the returned device noted no defect was observed. Device labeling: contraindications: ¿ juvéderm® ultra plus xc is contraindicated for patients with severe allergies manifested by a history of anaphylaxis or history or presence of multiple severe allergies. Adverse events: ¿ the most common injection site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance with a frequency of 5 or more events are listed in order of prevalence: lack or loss of correction, inflammatory reaction at the injection site, skin rash, bleeding at the injection site, allergic reaction, infection at the injection site, migration, paresthesia, vascular occlusion, necrosis at the injection site, abscess at the injection site, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma.

Event description:
Healthcare professional reported that a patient was injected in the nasolabial folds, some areas of the chin, and the lips with one syringe of juvéderm® ultra plus xc. The night of the injection, the patient was admitted to the hospital due to a "severe allergic reaction" and the patient "is swollen beyond belief" in all injected areas. Treatment with intravenous steroids was given in the hospital. Patient remained in the hospital overnight and was ¿seen by hospitalist and allergist.¿ patient also received treatment of benadryl and pepcid the day of symptom onset. Symptoms resolved 4 days later ¿with steroids.¿ the patient takes fish oil, an oral contraceptive, lisinopril, zyrtec, vitamin e, and vitamin d concomitantly.